Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: patient was pre-op diagnosed with herniated nucleus pulposus l3-l4, l4-l5 and underwent anterior retroperitoneal approach l3-l4, l4-l5 to perform fusion and placement of cages. Patient was also pre-op diagnosed with neck pain. Neck sprain. Chronic low back pain. Herniated nucleus pulposus l3-l4. Herniated nucleus pulposus l4-l5. As per op- notes ¿the struts were cold-welded to the mating channels of the endplates. Bmp was placed to the front at the inner space l4-l5. The area was left with surgical and l3-l4 was approached. The patient did have bmp placed in the inside of the infix at l3-l4 in order to pursue the anterior fusion. The area was then closed over a surgical and closure in layers.¿ no patient complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.